Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during basal delivery, causing the customer to experience a "high" blood glucose (bg) level. The customer administered a correction bolus to address the elevated bg. Reportedly, the customer loaded a new cartridge and resumed insulin therapy.